Event description:
It was reported that noise was being seen on the programmer electrocardiogram (EKG) 1, 2 and 3 and that although it was not bad, it was creating some confusion. Troubleshooting suggested that the cause was electromagnetic interference. The caller was going to get another programmer and try to duplicate the situation. The programmer may be sent in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.